Event description:
It was reported to boston scientific corporation that a obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2007. According to the complainant, the patient experienced pain, infections, bleeding, pain with sexual intercourse, urinary problems, and bowel problems. She had to return to her doctor several times because of these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.